Event description:
On (B)(6) 2010, a respiratory therapist reported erratic nitric oxide (no) readings on inomax ds (B)(4). The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black marks on upper right hand corner of the meter. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.